Event description:
It was reported the patient had her implantable neurostimulator (ins) explanted and not replaced on (B)(6) 2012. The leads were left in the body. The stimulation had not worked for 'years.' It was decided by the patient and doctor to remove the device. The patient had no injury from the procedure and recovered without sequela.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), product type extension, product ID 7435, serial# (B)(4), implanted: 2000 (B)(6), product type programmer, patient product ID 3550-09, product type accessory, product ID 3487a, implanted: 1994 (B)(6), product type lead. (B)(4).